Event description:
Needles are not allowing plunger to push vaccine/medication (vac/med) through. The needles actually do have a bevel and they do have a hollowed-out core. The specific issue is that they are unable to push the fluid into the patient or push out some of the air bubble that is inside the syringe. This has happened to multiple staff members administering various vaccines on different patients. I myself witnessed today an employee unscrewed the needle hub from the syringe and reattached it, took off the cap and reattached it, as well as push and pull the plunger with each step and the syringe's rubber stopper just does not move properly. The charge nurse and I even attached a different syringe, attempted to use the needles to absorb some water and it was still extremely difficult to push or pull the plunger. I even attempted to draw out of a diluent vial and came to the same conclusion. The clinic manager and I even attempted to blow air through some of the needles without the cap and not attached to a syringe and only minimal air was able to pass through.